Event description:
Reporter stated that the user was transferring out of chair. When he leaned back, the top of rear side frame broke off. No injury reported.

Manufacturer narrative:
Product has not been returned for eval at this time. Based on the info received, it is believed to be a known issue seen with similar wheelchairs returned and previously evaluated. This issue is being reviewed and addressed within our CAPA procedure. Root cause is pending further eval.